Event description:
A protege everflex self-expanding stent was being used to treat the right external iliac artery. Embolic protection was not used. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The lesion was not predilated. No resistance was experienced when advancing the device. The device was prepped per IFU with no issues noted. It is reported that the device was implanted in the patient 8 days past its expiration date. The procedure went normal and was completed with no issues. Doctor wanted to use the device as it was the exact size he needed. There were no patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.